Event description:
It was reported there was oversensing with lead manipulation, and a lead fracture was suspected. However, the oversensing could be reproduced when the lead was screwed into the device header. Therefore, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Visual analysis noted grommet damage.